Event description:
Patient's home health nurse reported inaccurate low readings with a surestep meter. Patient's blood glucose was 98 compared to 118mg/dl from the nurse aid's meter. Patient felt dizzy so nurse aid called an ambulance. Hospital test result was in the 200's. Patient was treated for a bladder infection, was on IV and medication for it. Hospital told nurse aid patient's meter was no good. No further information has been reported.